Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several days after this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, there was a concern that the electrode may have migrated. The electrode was implanted using the two incision technique. X-rays images at implant show that the electrode is straight; however, images taken one day post implant show that the electrode is bent and has been displaced. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that although the x-rays images are unable to show how much the electrode may have moved post-implant, it was noted that the current electrode position is not ideal. It appears that the electrode tip had dropped and moved laterally, causing a bend in the electrode. Additional troubleshooting was discussed. At this time, the s-ICD system remains implanted and in service. The field representative will discuss with the physician and additional testing will be performed to ensure proper sensing in order to avoid any further surgical interventions or defibrillation threshold (dft) testing. No adverse patient effects were reported.